Event description:
Lower jaw of 1mm blunt nose punch missing segment of metal when returned to scrub nurse. Metal segment observed on video screen and confirmed with xi-scan. Attempt to retrieve segment was unsuccessful.